Event description:
On (B)(6) 2011, the patient had complications due to atrial fibrillation including auricular fibrillation. The patient was administered t-pa but it was not effective. A reperfusion catheter 054 was used to aspirate clot in the internal carotid artery (ica) and a reperfusion catheter 032 was used to aspirate clot in the m2. The clot in the m2 was scattered into the m3 and one vessel of the m3 was occluded during the procedure. There was no additional treatment for the patient. The procedure was finished and the patient's tici score went from 0 before the procedure to iib after the procedure. On (B)(6) 2011, a CT revealed intracranial hemorrhage without evidence of perforation. This hemorrhage showed petechiae within the area of infarct without mass-effect. There was no additional treatment. The hemorrhage might have been caused by the disobliteration in the region of the occlusion by the penumbra system. On (B)(6) 2012, the patient recovered.

Manufacturer narrative:
Conclusion: distal emboli and hemorrhage are known and anticipated complications with these types of procedures and are included in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Devices discarded by hospital.